Event description:
It was discovered that a patient had a minor burn after pacer pads were removed. The patient had been on an external pacer for about 24 hours and when the pacer pad was removed it was discovered that an ECG electrode, from a previous 12 lead ECG, had been left on the patient underneath the pacer pad. The burn was discovered in ICU but the pacer pads were placed in the emergency department. It is believed that the burn was caused by the electrode that was left on the patient unintentionally. We do not feel that the zoll product was defective but are reporting this so others can be aware of the potential for harm.the electrode left on the patient unintentionally caused the burn.